Event description:
(B)(4) submitted by an attorney states that a patient has severe pain from implant, with resulting contracture with loss of motion, sleep problems, catching and click, need for ambulatory aids, elevated blood metal level, loss of appetite/nausea and weight loss, fluid and necrotic tissue and debris found on revision. Chronic pain is continuing along with limitation of motion and a slight remaining contracture causing leg length discrepancy and sleep problems due to pain and continued need for medication. Prior to revision, hip was noted on xray to not be in normal position.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Maude report ((B)(6)) submitted by an attorney states that a patient has severe pain from implant, with resulting contracture with loss of motion, sleep problems, catching and click, need for ambulatory aids, elevated blood metal level, loss of appetite/nausea and weight loss, fluid and necrotic tissue and debris found on revision. Chronic pain is continuing along with limitation of motion and a slight remaining contracture causing leg length discrepancy and sleep problems due to pain and continued need for medication. Prior to revision, hip was noted on x-ray to not be in normal position. Doi (B)(6) 2011 - dor (B)(6) 2011 (hip). The devices associated with this report were not returned. Review of the device history records did not reveal any related manufacturing deviations or anomalies. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.